Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: "micro": preventive replacement of o-rings performed acc. To service manual. Insulation resistance of the motor outside tolerance - motor replaced. Motor corroded - motor replaced. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. The motor was found to be corroded which caused the motor to seize, therefore it was replaced. The insulation resistance of the motor cable was out of tolerance and was found to have a short circuit, therefore the motor cable was replaced. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by affiliate in (B)(6) that pre-surgery, it was observed that via phone, the micro tornado hp w handcontrol device was broken. During in-house engineering evaluation, it was determined that the insulation resistance of the motor cable on the device was out of tolerance and was found to have a short circuit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.